Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of off no power battery alarm and motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that every time she replaced the infusion set, the battery died. The customer declined to troubleshoot for no delivery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The product was not returned for analysis.